Event description:
Customer reported that pump battery was depleting too quickly, which did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app, advising them to follow up if battery depletion exceeded 35% per day. Customer understood and acknowledged the guidance.